Event description:
It was reported that pump displayed cartridge change error while customer was using therapy. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded cartridge in pump, and no additional information was received regarding further actions or outcome of event.